Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged and was over sensing the atrial signal. At this point the lv lead and the right atrial (ra) lead were explanted because the ra lead dislodged during lv lead revision. New ra and lv leads were implanted at the same procedeure. No additional adverse patient effects were reported.